Event description:
The customer reported being in the emergency room due to high blood glucose of 568mg/dl. Her blood glucose was treated with manual injections and then she was released. The customer experienced ketones, nausea, and light headed. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. After receiving the tubing clamp arrives the caller performed the high pressure test and passed. The customer noticed air bubbles in the reservoir, and she uses cold insulin to fill the reservoirs. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.